Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad, implanted: (B)(6) 2018; ddmb1d1 ICD, implanted: (B)(6) 2018. Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 2018-10-13 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 2019-05-14. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device mfg date: 2018-10-13. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650/ catalog #: 1650 / expiration date: 2019-10-31/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 2019-05-14. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device mfg date: 2018-10-13. Brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420 / catalog #: 1420 / expiration date: 2019-07-31 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 2019-05-14. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device mfg date: 2018-07-20 . (B)(4). Brand name: heartware ventricular assist system ¿ controller ac (cac) adapter. Medical device: model #: 1430us / catalog #: 1430us / expiration date: 2019-07-10 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 2019-05-14. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device mfg date: 2018-07-10. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650/ catalog #: 1650 / expiration date: 2019-10-31/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 2019-05-14. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device mfg date: 2018-10-12. Labeled for single use?: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650/ catalog #: 1650 / expiration date: 2019-10-31/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 2019-05-. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device mfg date: 2018-10-12. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650/ catalog #: 1650 / expiration date: 2019-10-31/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 2019-05-14. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Device mfg date: 2018-10-12. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650/ catalog #: 1650 / expiration date: 2019-10-31/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 2019-05-17. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Device mfg date: 2018-10-12. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard loud alarms and saw their controller screen go blank. Log files showed loss of power to the controller with multiple ventricular assist device (vad) stop events. It was noted that all double power disconnects occurred when connected to two batteries. Those two batteries were exchanged. After additional discussion, a decision was made to exchange all controllers, controller ac (cac) adapters, and batteries due to risk of contamination between components. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two (2) controllers, six (6) batteries, and one (1) controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that all of the returned devices passed visual inspection and functional testing. Controller (B)(6) was not used during the analyzed period and was most likely the patient's backup controller. Log file analysis of (B)(6) log files revealed two (2) controller power-up events on (B)(6) 2019 at 08:42:31 and 09:33:01, and eight (8) controller power-up events on (B)(6) 2019 at 12:04:58, 12:29:52, 12:43:03, 12:47:44, 12:48:42, 12:50:12, 13:14:55, and 13:17:00; respectively. No data points were logged prior to the controller power up events on (B)(6) 2019. No anomalies were observed leading up to the losses of power on (B)(6) 201 9. The controller was without power on (B)(6) 2019 for 45 minutes and 14 seconds in total. The controller was without power on (B)(6) 2019 for 14 seconds, 11 seconds, 15 seconds, 10 seconds, 13 seconds, 15 seconds, 16 seconds, and 15 seconds; respectively. Loss of power to the controller will trigger the display to become dark and show no parameters, as well as result in a continuous audible alarm, which corresponds with the "loud alarms" heard. Additionally, one (1) low flow alarm was recorded on (B)(6) 2019. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Battery (B)(6) h3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Controller (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Controller ac (cac) adapter (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Battery (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Battery (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Battery (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Battery (B)(6). H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.